Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU during insertion of the catheter and guide wire in the patient's jugular, the guide wire took on an "irregular shape". As a result, it was removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that during insertion of the catheter, the guide wire took on an "irregular shape" was confirmed. One spring wire guide and product lidstock were returned. The catheter involved in the incident was not returned. Visual examination revealed the guide wire was found to be kinked 2.5, 3, and 5 cm from the j-tip and also had kinks/offset coils in the last 2 cm of the proximal end of the body. Microscopic examination confirmed that both welds appear full and spherical. A manual tug test confirmed that both welds remain intact and the wire feels typical. The guide wire drawing specifies an outside diameter of .432/.457 mm and a length of 454 +/-4.8 mm. The guide wire length was confirmed to be consistent with the drawing. The outside diameter of the spring wire guide measured .440 mm, which met specifications. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The returned guide wire was observed to have several kinks on both the distal and proximal ends. However, the probable cause of this issue could not be determined since the catheter involved in the incident was not returned. No further action will be taken.